Event description:
It was reported by repair work order that there was no power to the auxiliary power outlet due to the auxiliary power cord being disconnected. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.